Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new patients were not crossing over to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new patients were not crossing over to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over into the device. A technical support specialist connected to the application server and executed a server downtime query for v161. It was confirmed that xml messages are being processed in real-time, and the interface with ip is in 'active' status, indicating it is not disconnected. Additionally, cce messages, according to the timestamp, are being received and processed in real-time. The issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.